Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer is seeing an increase in false positive bactec vials in two instruments ((B)(4)) which are located in the same room"

Manufacturer narrative:
Investigation: a complaint of "increase in false positive vials and strange shape growth curves" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed because of the lack of information. The root cause is unknown. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed 1 previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: customer is seeing an increase in false positive bactec vials in two instruments (B)(6) which are located in the same room".